Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and the catheter was bent. The catheter was noted to be damaged during use. (B)(4).

Event description:
It was reported that during the procedure, the catheter had difficulty slitting and broke into pieces several times. It was noted that the slitter might have been the cause of the event. The catheter was removed. No patient complications have been reported as a result of this event.